Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference#: (B)(4).

Event description:
A site reported to rxsight that a pseudophakic patient with a preexisting posterior capsular tear had their non-rxsight intraocular lens explanted and replaced with a light adjustable lens (lal, sn: (B)(6), +21.0) in the sulcus on (B)(6) 2025. On (B)(6) 2026, the lal was explanted due to residual refractive error and dissatisfaction with vision after light treatments and a new lal (sn: (B)(6), +21.5d) was implanted as a replacement.